Event description:
Alleged event: it was reported that the clips do not hold well. The pt's condition was reported as fine.

Manufacturer narrative:
The device history report review (DHR) of the product hemolok ml clips 6/cart 84/box, lot # 01d1200321 was manufactured on 04/19/2012 a total of (B)(4) pieces. Lot was released on 05/02/2012. DHR investigation did not show issues related to complaint. The device sample was not received by the MFR at the time of this report. The MFR will continue to monitor and trend related complaints.